Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 347 mg/dl. The customer experienced nausea, light headed, and could not walk. The father mentioned that the infusion set was clogged. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. The high pressure test was completed and passed. Reviewed the alarm history and found multiple motor error alarms within a month. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of moisture damage in the force sensor. However, the displacement test passed. Further testing could not be performed due to the prime anomaly. The device had cracked reservoir tube lip, scratched display window, and cracked belt clip slot.